Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device device evaluation: two cartridges were returned at the manufacturing site for evaluation. No identification was on the two units; therefore it was not possible to match the cartridges to the correct report. Visual inspection at 10x microscope magnification showed residue of viscoelastic ovd (ophthalmic viscosurgical device) inside the two cartridge tubes indicating that the devices were handled and prepared for surgical use. One cartridge was observed cracked. The customer's reported complaint was verified in one of the two cartridges. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During manufacturing the operators inspect the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during loading of an intraocular lens (iol) into the cartridge, the tip of the cartridge started to split. No patient contact was reported. No further information was provided.